Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the bandages did not stick. Customer's blood glucose was over 500 mg/dl. Customer treated his high blood glucose with the insulin pump. Customer will not be returning the device for analysis.